Event description:
It was further reported that the patient underwent a thoracoscopy lung biopsy which resulted in a diagnosis of non-specific interstitial pneumonia. Collagenosis has been eliminated as a cause; however, it was noted that the patient had been infected with an unknown virus. The patient is currently on steroid treatment and their condition is listed as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2009. If implanted, give date: (B)(6) 2008. Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure pneumonia was diagnosed. A taxus express2 stent of unknown size was implanted in an unspecified vessel. The procedure was successful and the patient was put on plavix and bayaspirin. One year later at the patient's follow up appointment, interstitial pneumonia was diagnosed. Three months later during a hospital visit, a shadow was confirmed on the patient's x-ray. The patient's plavix was discontinued without complications and a drug lymphocyte stimulating test for plavix and bayaspirin was performed with a negative result. Treatment with steroids is scheduled for the patient pending on results of a lung biopsy. The patient's current condition is listed as good.